Event description:
A philips field service engineer reported that the device failed to recognize a battery when inserted into slot b.

Manufacturer narrative:
(B)(4). There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the problem. Bent pins were found on the battery pca. The battery pca was replaced to resolve the problem. After passing all performance tests the device was returned to use. This was a failure of the battery pca that caused a failure to detect batteries in slot b. Philips is not able to confirm that this was a malfunction. Bent pins are consistent with the customer damaging the pins.